Event description:
The superior attachment system was unable to achieve a seal. A stent was implanted to treat endoleak. Endoleak is still unresolved. No further interventions required and case completed. Jacket was difficult to retract. Wallstent implanted in contra limb.